Manufacturer narrative:
Updated data: b5. Second paragraph added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, infolding occurred. The valve was removed from the patient. A new valve, delivery catheter system and compression loading system were used for the procedure. No adverse patient effects were reported. Additional information was received that the valve was implanted inside a previously implanted surgical aortic valve replacement. A misload was not identified prior to the attempted valve implant. Additionally, a procedural delay was reported.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Fluoroscopic valve load inspection was not provided; thus, a good load could not be validated. Since a good load could not be validated, a misload might have contributed to the infold; however, a conclusive root cause could not be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted inside a previously implanted non-medtronic surgical aortic valve (manufacturer unknown).

Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: a static image and a media file were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. The event refers to a transcatheter aortic valve replacement in a failed non-medtronic surgical valve. Fluoroscopic valve load inspection was not provided; thus, it is not possible to validate good load. An infold was reported during first deployment of the valve. The valve was deployed on the sterile field and an infold was confirmed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that possible misload might have contributed to the infold. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0011966450); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0011939307); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, infolding occurred. The valve was removed from the patient. A new valve, delivery catheter system (dcs) and compression loading system (cls) were used for the procedure. No adverse patient effects were reported.